Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pump. The complaint of motor not running was confirmed during occlusion testing running at 300 ml/hr and event found in the event history log. Physical condition of device revealed visible contamination in the left bracket pole clamp. Actions was taken to replaced worm coupling, worm gear ,motor mount and motor. Power up and occlusion test done and passed all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pump motor was not running. Reported no patient involvement